Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Physician reported hospitalization due to high blood glucose.. Customer is taking several medications that impair her. Customer is requesting additional training on the insulin pump. Nothing further reported.